Event description:
Additional information was received which indicated the patient received inappropriate anti-tachycardia pacing (atp) and a shock again due to atrial flutter with rapid ventricular response. It was noted the physician may perform a atrioventricular node ablation. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and five shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm was successfully converted. Boston scientific technical services (ts) discussed reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.